Event description:
It was reported that patient presented in the ER after receiving inappropriate hv therapies. A magnet was placed over the device to stop it from shocking the patient. The device was then in backup vvi mode. Upon review of device image, it was suspected that oversensing may have caused the inappropriate therapy. A successful software download was performed, and the device was restored to normal operation. No further information is available at this time.